Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, resistance testing was completed to assess the lead¿s electrical performance; measurements throughout these tests were within normal limits, confirming the conductor was not fractured. Visual inspection of the lead revealed a separation of the gore¿ covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead was attempted to be implanted. However, the physician experienced difficulty advancing the lead. The lead was removed from the patient, and visual inspection found the coil was broken such that the inside of the coil appeared to be cracked. A new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported.